Event description:
It was reported by the company representative that the programmer would not power on. The programmer had a suspected "power supply issue." The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the company representative that the programmer would not power on. The programmer had a suspected 'power supply issue.' The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, further observation revealed that the programmer powered down after 3 to 5 minutes, and at times would not power up, then tried to boot back up to the desktop where it continues the power down loop. It was noted that there was severe corrosion on the inside of the device and on the printed circuit board. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.